Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer pressed esc button and it triggered numbers to continuously cycle through numbers. The customer stated that the device may have been exposed to humidity and high heat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents are within specification. The pump passed the displacement test. No scrolling numbers were noted. No unresponsive buttons were noted. All buttons functioned properly. However, the pump had corroded keypad traces, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.